Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 4 feet from connector, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits no signs of melting. Probable root cause: based on the device analysis, the product complaint "no aiming beam" could not be confirmed. The probable root cause of complaint is: not confirmed - returned. Additionally, broken fiber along white tubing was observed. The probable root cause of the failure is: handling damage.

Event description:
It was reported during bladder tumor procedure at 0 joules and 0 mins of use fiber had no aim beam present was noted. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with second fiber. Patient outcome: "stable" reported. No injury to patient was reported.